Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was unconscious when the paramedics arrived. The customer stated that he has low blood glucose unawareness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.